Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a thin piece of plastic remains on the lens, which had to be removed from the lens. The patient was not injured and there was no defect on the iol. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Associated products were not provided. It is unknown, if qualified products are being used. No determination can be made without physical evaluation of the complaint sample. It is unknown, if a qualified lens model/diopter, handpiece and viscoelastic were used. Per, the instruction for use (IFU): the iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces, for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge), and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol. And potential complications, during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately, prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd. Which, may result in damage. The manufacturer internal reference number is: (B)(4).